Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited abnormal shock impedances. This rv lead remains in service, and will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to aware date and event date (b3): updated from (B)(6) 2026 to (B)(6) 2026.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited abnormal shock impedances. This rv lead remains in service, and will be monitored. No adverse patient effects were reported. Additional information received reported that there was an alert for high out-of-range shock impedance measurements, however the measured shock impedance was 109 ohms. Technical services (ts) explained that lead impedance measurements were taken every 21 hours, and the daily value was finalized every 24 hours, thus may not appear in the trend ordaily measurement view at the time of device communication. Review of shock impedance trends showed a gradual rise in shock impedances. Technical services (ts) discussed possible next steps, noting that lead revision was advised once shock impedances exceeded 150 ohms. This rv lead remains in service, and the lead was programmed to initial polarity and maximum energy shocks for continued monitoring. No adverse patient effects or interventions were reported at this time.